Event description:
Event occurred in germany. It was noted that hpmc was used. A foreign body that got into the patient's eye during iol implantation, has been reported. The foreign body has been removed from the patient's eye. The iol remained in the patient's eye after clinical assessment. According to the complaint information available, the patient's health has not been impacted.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - corrected to no. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information h3 - indicated device not returned h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ny1-sp). This case was reported that the ovd used was 'hpmc'. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # 352650. Hoya due diligence is documented under internal issue-0807. IFU not followed - it was noted that hpmc was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in germany it was noted that hpmc was used. A foreign body that got into the patient's eye during iol implantation, has been reported. The foreign body has been removed from the patient's eye. The iol remained in the patient's eye after clinical assessment. According to the complaint information available, the patient's health has not been impacted.